Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was failed to open and was unable to be recovered. A field service engineer (fse) powered down the device, removed drawer 4, and replaced the retractor band in drawer 4.2. After reinstalling the drawer, it still did not sense open or closed status. The device was powered down again, and upon further inspection, the magnet on the inseparable latch was found to be fallen out. The inseparable was replaced, the drawer was reinstalled, and the device was rebooted. The drawer was tested using the hardware test application (hta), confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a drawer failure. Drawer 4.2 failed to open and could not be recovered. Troubleshooting steps, including performing a hard reboot of the machine, were completed; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.